Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the grip pin dislodged at the grip. The pin was able to be pushed out but was still intact with the grip. No pin damage was found. The root cause was dislodged instrument grips pin is attributed to manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the popped out screw is a grip-pin (as it is the pin that keeps the grips attached to each other). A review of the device logs for the prograsp forceps (part# 470093-11 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 1 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. This complaint is being classified as a reportable malfunction due to the following conclusion: the instrument's grip pin was found to be dislodged with no evidence or claim of user mishandling/misuse. While the pin was still intact in the instrument, and there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as the pin could potentially fall inside the patient's anatomy.

Event description:
It was reported that during a da vinci-assisted prostatectomy (radical with lymphadenectomy) surgical procedure, the prograsp forceps had a dislodged clevis pin. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used to remove the prostate on (B)(6) 2021. The instrument was inspected prior to use with no abnormality identified. It was confirmed that there was no fragment that fell into a patient and there was no patient injury. The hospital has not changed instrument cleaning or sterilization methods.